Event description:
It has been reported to philips that this monitor was reported to not connect a cellular signal despite having a 4g dongle with an active sim card installed. We recently had a monitor sent in for a similar issue. I believe this monitor has an internal mechanism that is affecting a cell signal from being sent. No patient involvement.